Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the incident was observed just after insertion of the catheter. A leak was observed. So, the catheter was removed, and it was observed that the balloon was cut. The same incident happened for 2 devices inserted in a row for the same patient on the same day. The first catheter had not been tested prior to use whereas the second was tested prior to use. The catheter was being used for a drainage. Clinical consequences: consequences were that several catheters had to be inserted in a row.

Event description:
It was reported that the incident was observed just after insertion of the catheter. A leak was observed. So, the catheter was removed, and it was observed that the balloon was cut. The same incident happened for 2 devices inserted in a row for the same patient on the same day. The first catheter had not been tested prior to use whereas the second was tested prior to use. The catheter was being used for a drainage. Clinical consequences: consequences were that several catheters had to be inserted in a row.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted. Therefore, this complaint is not confirmed.